Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported at complex cardiovascular therapeutics (cct) 2017 conference in (B)(6) it was reported that the burr was stuck in the lesion and the shaft detached. A 1.25 mm rotalink¿ plus was selected for a procedure. When ablation was performed at the chronic total occlusion (cto) lesion, the burr was stuck in the lesion and the shaft of the burr detached. The area was dilated with a balloon, but was unable to be removed. The burr was retrieved successfully with a micro-catheter. The detached burr was successfully removed together with the wire and was located on the wire. There were no patient complications reported.